Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, abnormal noise was generated due to a cooling fan failure, inlet fuse box charred, front panel blinking, output connector worn, and optical filter surface coat peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera pro xenon light source tarlet failure was noted. During a standard service inspection of the customer returned device, abnormal nose and front panel blinking were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause of the following phenomena, ¿abnormal noise due to failure of cooling fan¿ and ¿fuse box scouring of inlet¿, cannot be conclusively determined. Olympus will continue to monitor field performance for this device.